Manufacturer narrative:
The device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: ni. Event description: ai translated: I would like to report a problem with the equipment referenced in ca500. Surgeons encountered a problem when using it during procedures on (B)(6). The incident was as follows: the clips did not come out, and when they did eventually come out, they did not come out evenly, making it impossible to use the equipment because it became impossible to cut. The batches concerned are as follows: two applier clips from batch 1556185 and one applier clip from batch 1554439. I have quarantined the devices concerned: please let me know how to return them. Additional information received from ansm via email on 08dec25: information concerning the processing of the medical device vigilance report. No. (B)(4). Current condition of the patient: no consequences for the patient. Actions taken in the healthcare facility to treat the patient: use of another functional applicator. Patient status: no patient injury reported. Intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit and all remaining clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: ni. Event description: ai translated: I would like to report a problem with the equipment referenced in ca500. Surgeons encountered a problem when using it during procedures on (B)(6). The incident was as follows: the clips did not come out, and when they did eventually come out, they did not come out evenly, making it impossible to use the equipment because it became impossible to cut. The batches concerned are as follows: two applier clips from batch 1556185 and one applier clip from batch 1554439. I have quarantined the devices concerned: please let me know how to return them. Additional information received from ansm via email on 08dec25: information concerning the processing of the medical device vigilance report. No. (B)(4). Current condition of the patient: no consequences for the patient. Actions taken in the healthcare facility to treat the patient: use of another functional applicator. Patient status: no patient injury reported. Intervention: ni.